Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error; the clinician inappropriately set the minimum drain volume percent setting too low. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4. The technical service representative (tsr) explained the alarm. The caregiver (cg) stated initially they were getting a low ultrafiltration (uf) alarm and the home patient (hp) was in drain 4 for a long time. They had made the registered nurse (rn) aware. The tsr reviewed the therapy log. The initial drain volume was equal to 398 ml, the last fill volume was equal to 999 ml, the total fill volume was equal to 10149 ml, the total drain volume was equal to 12006 ml, the average dwell time was equal to one hour and twenty four minutes, and average drain time was equal to one hour, the total uf was equal to 1857 ml, the cycle 4 uf was equal to 3102 ml, the cycle 3 uf was equal to -411 ml, the cycle 2 uf was equal to -550 ml, and the cycle 1 uf was equal to -284 ml. There were no bypasses, and no manual drains performed. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 11000 ml, the total time was set to nine hours, the fill volume was set to 2500 ml, the last fill volume was set to 1000 ml, and the dextrose was set to same. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient is a high transporter. The rn stated that as a result they are trying to stop using extraneal with the patient but stated that he is currently still using it. She stated that they trained the patient when they feel more full than usual they should perform a manual drain or stand up and move around to make sure all the fluid is drained out before moving to fill. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.